Event description:
A caller reported a cartridge alarm 20 with their insulin pump, which reoccurred after attempts to reset and load consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue temporarily by resetting the pump and continues to use the current pump for insulin delivery while awaiting a replacement from technical support. They were advised about the incompatibility of their fsl2+ sensor with the updated software of the incoming pump and instructed to consult their healthcare provider for a suitable sensor. Technical support confirmed the shipping details and provided instructions for returning the malfunctioning pump, which the customer acknowledged.